Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the power sources 3.3v, 5v, 35v malfunctioned. Motor controller adc pcba malfunctioned. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power management (pm) pcba and the motor controller (mc) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The spi driver u10 from the customer returned mc board had failed which caused the a/d converter and the eeprom on the mc board not to be read. This caused error codes 1117, 1118, 111b, 111d, 1122 and 1127. Replacing u10 resolved the problem.